Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer requested assistance with the prime/rewind process. The high pressure test failed twice. Advised customer that the insulin pump will be replaced. Nothing further reported.